Manufacturer narrative:
The device was received for evaluation. During functional testing, flow inaccurate was not reproduced. The device was sent for flow volume test and passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of inaccurate flow issue during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.